Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected rewind anomaly, drive/motor anomaly, no delivery alarm, charge/battery lasts less than expected, low battery alarms anomalies were noted during testing or on event date in file history. With reference to the battery duration failure analysis instructions. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 03:36:00 after more than 7 days at 19.64 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 10:24:00 after more than 7 days at 19.0 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, unit passed all required tests and no unexpected rewind grinding/loud/noise anomaly, drive/motor anomaly, no delivery alarm, charge/battery lasts less than expected noted during testing or in the file history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the pump had diminished battery life, had unexplained no delivery alarms, produced a grinding noise during rewind, and required multiple rewinds after a reservoir change. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, and mmt-398a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the short battery lifetime. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-332a, and mmt-398a.